Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign material clogging the nozzle. This is attributed to insufficient cleaning. The air/water flow and drainage was insufficient due to the clogging, though not completely blocked. Other observations for the device are: distal end rubber coating (a-rubber) has a leak and scratches; distal end cover (c-cover) has scratches; a-rubber adhesive is cloudy; bending section has damage due to physical stress by handling; no water flow at the water supply connector and scope connector junction, due to rotation stress on the water supply connector when making connection; angle is insufficient and has play due to angle wire being stretched; there is a trace of water invasion in the device; switch (sw) sw 3 has scratches; and suction cylinder (s-cylinder) has shavings. The user¿s complaint of a-rubber leak was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for the evaluation and repair of distal end rubber coating (a-rubber) leak. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was presence of foreign material clogging the nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material in the nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign matter was unable to be identified. It was confirmed that the nozzle was not deformed and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.